Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed inaccurately high blood glucose results. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after customer care (cc) reviewed the call. The patient stated that the alleged inaccuracy issue started on (B)(6) 2021, at 12 pm. The patient received blood glucose readings of ¿142 mg/dl¿ and ¿160 mg/dl¿ with the subject meter, within 20 minutes from each other. The patient denied that he takes any medication for his diabetes but stated that he manages his diabetes with a diet. The patient informed the cca that due to the alleged issue he started taking less sugar and is eating salads instead of normal food. On (B)(6) 2021, around 7 am, the patient started to develop symptoms of feeling ¿sweaty and light-headedness¿. The patient claimed that he treated himself with water. No other additional treatment was reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood samples. The cca educated the patient on a valid time difference between comparison of readings. The cca walked through a control solution test and concluded that the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after reducing his sugar intake based on alleged inaccurate high results obtained with the subject meter.